Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The following sections were updated: d8, g3, g6, h2, h4, h6, h10. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the probable cause is likely due to the user applying too much heat compound to lamp causing it to fail. This issue is addressed in the instructions for use (IFU): "apply enough heat compound. If not enough heat compound is applied, the heat can cause lamp ignition failures."

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed; a faulty lamp was found. In addition, it was noted that excessive thermal paste was present on the lamp and the lamp lens.

Event description:
A user facility reported to olympus that a bulb was installed on (B)(6) 2020 and when used for the first time, on (B)(6) 2020, an e102 error code and message were generated due to the main lamp not lighting. There was no patient injury or harm, associated with the problem, reported to olympus.